Event description:
The fe reported that the system would not make an exposure. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The igbt board, x-ray tube, and the high voltage cable were replaced during the service call. The system was tested, found to be working as intended and put back into service.